Event description:
It was reported that during the surgery, after fired, could not open the jaw. Used knife reverse button to open the jaw . There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
(B)(4), date sent: 11/5/2024 d4: batch # unk additional information was requested, and the following was obtained: the correct event description should be: after the fire, the tissue was cut off completely. Noted the staples malformed and the jaw of device could not open. It was reported that during the surgery. After fired, noted that a few staples formed with irregular shapes and anastomotic site was oozing. Was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? -malformed staples how was the bleeding controlled?? -suture sewing how much blood was lost (ml)? -about 50ml did the patient require a transfusion? -no is the current patient status known?? -discharged was there any patient consequence or change in the post-operative care of the patient as a result of the event? -no. Investigation summary an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. A manufacturing record evaluation was performed for the device lot e24030020, and batch number e240000120/e210000097 no non-conformances were identified. Fg date of mfg:2024-03-18;fg expiration date: 2027-03-17 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.